Manufacturer narrative:
(B)(4). This device has been received by baxter and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was identified to be due to a display issue on the main display. To correct this condition, the main display was replaced. If any additional information is received, a follow up will be sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a 320 x 240 lcd module. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.